Manufacturer narrative:
Result: caster stems.

Event description:
It was reported by service report that both footend casters would not engage into brake. The customer could not determine whether there was patient involvement, however no adverse consequences were reported.